Manufacturer narrative:
Additional information: a2 a3 d3 d4 g1 h4 h10: additional information received from the customer identified no patient harm, delay or impact to treatment occurred. It was also reported an anterior nasal (both nostrils) kitted swab was used with the binaxnow covid-19 ag card assay/ repeat testing was not performed. Additionally, the pcr confirmation testing was confirmed to be performed on 10mar2021 using an anterior nasal swab. Per the customer, it is unknown if the patient is on treatment for covid-19. Testing was performed at abbott diagnostics scarborough, inc. On retained kit number 132685 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and qualtiy control release testing was reviewed for test kit part number 195-000, /lot: 132685 and device part number 195-430h / lot 130483a.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 132685 showed that the complaint rate is 0.0004%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples or result interpretation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow covid-19 ag card test performed on (B)(6) 2021. Pcr confirmation testing generated a postive result. Per the customer additional information regarding the patient and event is not available. Negative results from patients with symptom onset beyond seven days, should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result leading to no or delayed treatment, the incident shall be considered reportable.